Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008, were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (device did not function as expected) and product code (B) (4).

Event description:
Device did not function as expected. Surgeon is requesting a report advising if poly wear is responsible for pathologic changes. Surgeon would like a technical and clinical assessment of the reported changes shown in the x-rays. The question has been raised concerning poly wear of the insert.